Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented for a coronary artery bypass grafting procedure. The atrial lead exhibited loss of capture and a fracture. The lead was explanted and replaced.